Event description:
Customer reported the alarm will not sound when the magnet pull cord is disconnected from the magnet plate. The alarm has power. The batteries have been replaced with a new supply all of the same type. No visible damage was reported on the outside of the alarm.

Manufacturer narrative:
Eval results: eval of the returned product revealed the unit powered on and did not sound the alarm. The unit aqualert label shows evidence of water intrusion. The magnet plate has rust stains. Note: posey instructions for use warnings and cautions: the posey elite is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting into service with a pt, and each time before leaving the pt unattended, if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).